Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with blood on the helix and the helix bent. (B)(4).

Event description:
It was reported that within a week of implant the right ventricular (rv) lead dislodged. During a revision the helix could not be extended after accumulating over 50 turns. The helix would only partially extend and impedance was high. The lead was withdrawn and extension of the helix was attempted on the table. After over 20 turns it did extend, but the helix was not straight. Another lead of the same model was attempted; however the same issue was experienced with the new lead. The torque built up and eventually the helix popped out. It was retracted to attempt better placement and the helix extended about half way, resulting in higher than normal pacing impedance. This lead too was abandoned in favor of a different model lead which was implanted with no complications. No patient complications have been reported as a result of this event.